Event description:
Caller reported damage to pump housing and usb. This damage caused a delay in the touchscreen response, which subsequently delayed insulin delivery. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting and is in the process of obtaining a new device.